Event description:
Boston scientific received information that this chronic right ventricular (rv) lead displayed pace impedances over 2000 ohms in bipolar at a normal device check. The pacemaker reset to unipolar and the physician is electing to leave the device and lead programmed in unipolar. The patient is not pacer dependent and no adverse effects have been reported.

Manufacturer narrative:
At this time, there the lead remains imlanted and in service. This report will be updated if further information is received.